Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) reported that patient side manipulator (psm) 3 was alarming. The technical support engineer (tse) reviewed the logs and noted error 23017 for psm3 axis 2. The tse had the site exercise psm3 along axis 2 and perform a hard restart. The system powered up without errors and site redocked arm. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the error on system start. The fse replaced the patient side manipulator (psm) 3 for customer satisfaction. The system was tested and verified as ready for use. Isi has received the psm for evaluation and the failure analysis testing has been completed. The reported failure was unable to be reproduced but was confirmed as having occurred via field error logs. A visual inspection was performed. The arm was installed onto a test system and powered up. Sine cycle and a test drive were performed without any issues. All tests performed passed. The axis 2 motor will be replaced as a precaution, even though there was no trouble found. A log review confirmed the procedure date of 25-aug-2022 on system sh1408. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a psm gave an error after the start of the procedure and the surgeon was able to perform a hard reboot and proceed with the procedure as planned. The psm required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.